Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6. One quadripolar, therapy cool path duo irrigated ablation catheter was received for evaluation. The catheter shaft had a kink in the distal end of the shaft. During a catheter flow test, a leak was note from the catheter handle. The shaft was dissected revealing a kinked and cracked fluid lumen, consistent with the location of the kinked shaft. The catheter connector was disassembled revealing corrosion of the conductor and thermocouple wires, consistent with the reported connection issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft and fluid lumen damage and wire corrosion is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the handle of catheter was leaking and the ampere showed a message stating: "catheter is not connected". The catheter was replaced and the procedure was completed with no adverse consequences to the patient.